Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and replaced the hood to repair the device. After replacing the hood and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would not power on. During evaluation it was observed that the keypad was faulty. In this state the device would not be able to perform automated chest compressions. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no report of patient use associated with the reported event.